Event description:
A nurse stated she could not inflate the fms balloon to more than 5ml. The nurse went onto state she tried removing and reinserting the fms device and the same result occurred. The nurse also stated she tried repositioning the fms device, but it would not inflate to more than 5ml. The nurse stated the luer lock syringe would not engage onto the inflation port and she also stated the syringe just kept spinning.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The nurse also stated there were no kinks in the tubing. A quality evaluation of the related batch/lot device history records was performed. It stated all inspection and samples met the specifications and all parts were processed at the specified process parameters. Also retain samples were reviewed and met the product quality specifications, no defects were found. Based on the received information and investigation results it is not possible to determine the root cause of the malfunction which the nurse experienced. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.